Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) high blood glucose level reaching 625 mg/dl 3 days ago [blood glucose increased] the patient complaining as the pen stopped working [device issue]. Case description: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. (B)(6). This serious solicited report from (B)(6) was reported by a consumer as "high blood glucose level reaching 625 mg/dl 3 days ago" with an unspecified onset date, "the patient complaining as the pen stopped working" with an unspecified onset date and concerned a (B)(6) female patient who was treated with mixtard 30 penfill hm(ge) (insulin human) from unknown start date due to "diabetes mellitus" and novopen 4 (insulin delivery device) from unknown start date due to "diabetes mellitus", medical history included diabetes. The patient did not know her type of diabetes. Concomitant medications included - humalog (insulin lispro). On an unknown date the patient reported, that she had a high blood glucose level reaching 625 mg/dl while using mixtard 30 penfill and that the novopen 4 stopped working. The patient reported that she would increase the dose of mixtard 30 penfill by adding 15 units at lunch time, when her blood glucose level became high. At some point of time it was as well reported that the patient could not remember her birthday. Further her doctor prescribed humalog insulin for her when her blood glucose level became high and the patient became better. The dose of humalog starting from 9 units up to 15 units, but the patient reported that using 15 units made her blood glucose level within normal range (156 mg/dl). Action taken to mixtard 30 penfill hm (ge) was not reported. Action taken to novopen 4 (insulin delivery device) was not reported. The outcome for the event "high blood glucose level reaching 625 mg/dl 3 days ago" was unknown. The outcome for the event "the patient complaining as the pen stopped working" was not reported. Reporter's causality (mixtard 30 penfill hm (ge)) - high blood glucose level reaching 625 mg/dl 3 days ago: unknown. The patient complaining as the pen stopped working: unknown. Company's causality (mixtard 30 penfill hm (ge)) - high blood glucose level reaching 625 mg/dl 3 days ago: possible. The patient complaining as the pen stopped working: possible. Reporter's causality (novopen 4) - high blood glucose level reaching 625 mg/dl 3 days ago: unknown. The patient complaining as the pen stopped working: unknown. Company's causality ( novopen 4) - high blood glucose level reaching 625 mg/dl 3 days ago: possible. The patient complaining as the pen stopped working: possible. Company comment: reported events are listed.

Event description:
Case description: this serious solicited report from (B)(6) was reported by a consumer as "high blood glucose level reaching 625 mg/dl 3 days ago" with an unspecified onset date , and "the patient complaining as the pen stopped working" with an unspecified onset date and concerned a (B)(6) female patient who was treated with mixtard 30 penfill hm(ge) (insulin human) from unknown start date due to "diabetes mellitus" and novopen 4 (insulin delivery device) from unknown start date due to "diabetes mellitus". Manufacturers comments: 11-nov-2016: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Reported events are listed. Investigation results: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available. Mixtard 30 penfill 3 ml 100iu/ml - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission of the case, the following has been updated: - manufacturers comments, - investigational results, - narrative. Continued: evaluation summary investigation results: no investigation was possible, because neither sample nor batch number was available. Investigation results lookup. Result codes: general : no sample available. Remarks for result codes: conclusion code, no sample, root cause description. Corrective action description. No investigations - no corrective actions. Check user authentication investigations verified: yes no.